Manufacturer narrative:
Date of event: month and year of event have been provided, day is unknown. Lot number, expiration date and manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one sample and three photos were submitted for investigation. Upon visual and functional testing the complaint was confirmed, a rip was detected in the cuff and a leakage was detected. The root cause is the cuff was damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation. No lot number was reported, therefor no device history report (DHR) could be completed. No corrective actions taken.